Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission showing non-sustained lead noise due to post-paced t-wave oversensing on the near field channel and sensing latency between near field and far field. Programming changes were recommended. It was later reported that true noise was seen on the rv lead. Both lead and ICD were explanted and replaced. Patient is doing well.

Manufacturer narrative:
No medwatch form was received.